Event description:
Pt called alleging segments were missing on the meter. Pt claims that they did a back to back testing on the meter and obtained readings of 398, 250 and a 158mg/dl within 10 minutes from one another (imprecise). Pt took insulin after attempting to use the meter. Pt did not seek medical attention or call md. Customer service was unable to resolve the issue and is sending pt a new meter.